Manufacturer narrative:
The thermogard xp ivtm console in complaint was not returned to zoll for evaluation. The console was serviced by hospital biomed engineer. The report of the thermogard xp ivtm console ((B)(4)) displayed mid:14 (bg power supply) error message was confirmed based on the event log review. The root cause of the reported complaint was due to a damaged danfoss module as a result of short circuit. Since the console was not returned to zoll or evaluated by zoll service person, the root cause for the short circuit could not be conclusively determined. During the event log review, multiple mid:14 error codes were identified on the event date, thus, confirming the reported complaint. The hospital biomed engineer replaced the danfoss module to address the mid:14 error. Following the replacement, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there were no previous complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
The thermogard console ((B)(4)) displayed mid:14 (bg power supply) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.